Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure the surgeon found the metal part behind the cartridge deviates from the original position after opening the package. Changed to a new one to complete the procedure. No patient involved.

Manufacturer narrative:
(B)(4). Investigation complete, file reviewed and closed. The analysis results found that one blue reload was returned unfired and with the cartridge pan partially engaged at the proximal end. The returned reload was tested for functionality with a test instrument. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.